Event description:
It was reported that the patient was admitted to the hospital and was in the intensive care unit for an unknown reason. It was not known whether the hospitalization was related to the device.